Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed the impactor was broken in addition to being cracked. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the attune femoral impactor cracked as surgeon was impacting femur. Instrument is still in one piece, but has a crack in it. No surgical delay.